Event description:
It was reported that the battery of the t:slim x2 pump would not charge consistently. There was no adverse impact to the customer¿s blood glucose level. Although the pump began charging after some troubleshooting, the connection remained unstable, prompting tandem technical support to send replacement charging supplies as a precaution. The customer was advised to use an alternate insulin therapy method if needed until receiving the new supplies. Following the receipt of the charging supplies, the issue was resolved, and the case was closed without further contact from the customer.